Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the system was intermittently displaying no signal. The initial bootup he saw no signal for about 10 minutes before the monitor signal came through. He did multiple reboots, each with varying times between 1 and 5 minutes after that before the system would function normally. Probable cause was thought to be due to be intermittently failing graphics card. There was no patient present when this issue was identified.